Event description:
The customer called to report an alarm after changing the battery. Troubleshooting was performed and the insulin pump would not rewind due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify the alarm due to the blank display.